Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 a patient's cgm gave inaccurate values. Patient claimed that cgm measured lower than the finger stick value. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.